Event description:
Additional information was received that the device was reprogrammed to resolve the event. However, additional pptwos episodes resulting in a loss of pacing was observed after the reprogramming. No additional intervention has been performed to address the new episodes. Also, failure to sense was not observed on the device.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and failure to sense were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.